Event description:
The hcp reported that near the end of a tuna procedure, they experienced high impedance readings. After redeploying the cartridge needles several times, they elected to discontinue the procedure at that time. On removing the cartridge it was noted that one needle and the sheath had not fully retracted into the cartridge prior to removal from the pt. No treatment interventions were requried and no injury to the pt was reported. On follow-up visit the pt was noted to have a urinary tract infection which was successfully treated with antibiotics.